Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a damaged tube under the y connector was observed. Excess solvent was applied to the junction between the y connector and the tube under it leading the tube to become weak. A dimensional analysis was performed on the tube, and the tube dimensions were found to be within the product specification range. The reported condition was verified. The cause was determined to be from excess solvent applied during the manufacturing assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a "failure" in one of the additional ports. This was noticed during priming, while purging the set. A new set would be used to continue preparation. There was no patient involvement. No additional information is available.